Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling. The 2.5 x 15 mm trek rx referenced in b5 is being filed under a separate medwatch MFR number. (B)(4).

Event description:
It was reported that the procedure was to treat a right coronary artery. A 2.5 x 15 mm trek balloon catheter was being used for pre-dilatation when a dissection occurred. A 2.5 x 33 mm xience alpine stent was deployed; however, it could not be seen post deployment. The anatomy was searched and the stent could not be seen in the anatomy. A 2.5 x 20 mm trek balloon was used for post deployment to treat the dissection but the dissection did not seal and no further treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.